Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the connection part between stent and balloon on the 5x18 palmaz blue/aviator was unloaded partly. After unpacking, the link between the balloon and the stent was found to be detached. Other unknown stents were replaced immediately to ensure the smooth progress of the operation. There was no reported injury to the patient. The patient had stenosis at the opening of the renal artery. The location of the stenosis and the length of the stent were confirmed by angiography. The device will be returned for evaluation.

Manufacturer narrative:
The connection part between stent and balloon on the 5x18 palmaz blue/aviator was unloaded partly. After unpacking, the link between the balloon and the stent was found to be detached. The stent itself was not out of shape. The balloon embedding part was loose, causing the stent to disconnect from the balloon connection. Other unknown stents were replaced immediately to ensure the smooth progress of the operation. The lesion had moderate calcification with a 70% stenosis. The vessel had mild tortuosity. The lesion was not at an acute angle/bifurcating. There was no reported injury to the patient. The patient had stenosis at the opening of the renal artery. The location of the stenosis and the length of the stent were confirmed by angiography. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not crimped. The balloon was partially inflated to maintain the stent in place. The loose crimp resulted in movement of the stent on the balloon. There was no injury to the patient. The product was returned for analysis. One non-sterile unit of a blue/aviator plus 5x18/142p pkg was received inside of a clear plastic bag. Per visual analysis, the balloon looks like it was previously inflated since no stent was mounted, and the stent was not returned for analysis. No anomalies were noted after a thorough inspection on the other components of the unit. A product history record (phr) review of lot 82246419 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent ¿ loose crimp¿ was not confirmed through analysis of the returned device since no stent was mounted on the unit nor returned for analysis. The device appeared to have been previously inflated. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a previously inflated balloon noted during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Caution: do not apply negative or positive pressure to the balloon at this time.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the connection part between stent and balloon on the 5x18 palmaz blue/aviator was unloaded partly. After unpacking, the link between the balloon and the stent was found to be detached. The stent itself was not out of shape. The balloon embedding part was loose, causing the stent to disconnect from the balloon connection. Other unknown stents were replaced immediately to ensure the smooth progress of the operation. There was no reported injury to the patient. The patient had stenosis at the opening of the renal artery. The location of the stenosis and the length of the stent were confirmed by angiography. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not crimped. The balloon was partially inflated to maintain the stent in place. The loose crimp resulted in movement of the stent on the balloon. There was no injury to the patient. The lesion had moderate calcification with a 70% stenosis. The vessel had mild tortuosity. The lesion was not at an acute angle/bifurcating. The device will not be returned for evaluation.

Event description:
As reported, the connection part between stent and balloon on the 5x18 palmaz blue/aviator was unloaded partly. After unpacking, the link between the balloon and the stent was found to be detached. The stent itself was not out of shape. The balloon embedding part was loose, causing the stent to disconnect from the balloon connection. Other unknown stents were replaced immediately to ensure the smooth progress of the operation. There was no reported injury to the patient. The patient had stenosis at the opening of the renal artery. The location of the stenosis and the length of the stent were confirmed by angiography. The product was stored and prepped properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The stent was not crimped. The balloon was partially inflated to maintain the stent in place. The loose crimp resulted in movement of the stent on the balloon. There was no injury to the patient. The lesion had moderate calcification with a 70% stenosis. The vessel had mild tortuosity. The lesion was not at an acute angle/bifurcating. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82246419 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.